Event description:
Procedure: hernia repair. Reportedly, the balloon broke into pieces inside the patient tearing at the seam. All of the pieces were retrieved laparoscopically from the cavity. No patient injury reported.